Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 07/02/2019 under authorization number e19974033 for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 07/02/2019 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).